Event description:
Additional information received from the manufacturer representative reported that the patient was seen and they turned their stimulation up to 2.4 and they could feel the stimulation. The stimulation was covering all of the patient's pain. The patient was instructed to use the stimulation as needed. The patient had good stimulation and everything was fine.

Manufacturer narrative:
Concomitant products: product ID: 3465, serial# (B)(4), implanted: (B)(6) 1990, product type: receiver. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1990, product type: lead. (B)(4).

Event description:
It was reported that the patient's pain level had gone up and they wanted to turn their stimulation up. The pain would gradually come and go. The patient used their device twice a day and kept active with walking and bike rides. The stimulation went up to 2.5 and would not go any higher. That was as high as the patient's doctor had set it. The patient went to the emergency room twice because of the pain. The first time the patient went to the emergency room was at the end of (B)(6) or the beginning of (B)(6). The pain had been happening on and off always. However, one time the patient noted that maybe they twisted when they got out of bed and they had sudden pain. The patient went to the emergency room after this. The patient wanted to meet with a manufacturer representative to restart their stimulation as it had not been turned on for a while. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received from the healthcare provider reported that the patient was going to be seen by a manufacturer representative on 2015-(B)(6). The patient was not using their device at the time of the report.